Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was severe calcification and severe tortuosity. It was reported that the stent graft delivery system was advanced in the patient 4 separate times. The fourth time when the stent graft delivery system was inserted, the device twisted and slightly kinked at the stentless area of the stent graft, but was able to be advanced and deployed. It was reported upon removable of the kinked delivery catheter, the nose cone was caught on the stent graft and approximately 15 mm of the stent graft accordioned. The physician modeled the stent graft with a stent graft balloon. The stent graft delivery system was then pushed up to recapture the nose cone. The delivery system was then removed from the patient. The physician elected to place another manufacturer's covered stent in the kinked area of the talent stent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4) (secondary intervention) - (B)(4): evaluation, results: (severe calcification and severe tortuosity in the vessels).